Event description:
Customer reported receiving a no delivery alarm while he was trying to fill his tubing. The customer could not troubleshoot because he did not have insulin present. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.